Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged a sore throat each morning while using the device. There is no allegation of serious or permanent harm or injury. No specific device information is available at this time. The only information provided is a philips respironics CPAP machine. The patient reported using an ozone based disinfection device. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging sore throat problem related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. There is no customer information hence we cannot reach out to the customer and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information.  The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. In the previous MDR, b2,g4 was not captured and now has been updated. H1 was not incorrectly captured and now has been corrected and updated. Section h6 updated in this report.

Manufacturer narrative:
The manufacturer previously reported MDR 2518422-2022-57122-1 incorrectly submitted as serious injury in b2 and h1 sections but as per pms there was no alligation of serious injury due to device. So corrections are made in this report. Corrections to previous MDR are made in this report as follows. In section b2 removed permanent/disability. In section h1 changed from serious injury to malfunction and h6 was updated.